Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2sdcx, implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a purple image due to a broken charged coupled device unit. There were no reports of patient involvement.